Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt's mom claimed that the pt's pump was turning off and on. The pt's mom claimed that the threads on the battery cap appeared worn, but she was still able to tighten it onto the pump and that there were no cracks on the pump. There was no adverse event associated with this complaint. A replacement pump was sent to the pt.